Manufacturer narrative:
Investigation: stage I through iii analysis is complete for the retrieved device (al009) per exponent's internal protocol and standard operating procedure (pro.017 and sop.200), which were created using astm f561 standard practice for retrieval and analysis of medical devices, and associated tissues and fluids, as a guide. The articulating surface of the polyethylene inserts had evidence of machining marks and multidirectional scratches. All three components had evidence of damage consistent with impingement. Overall the results of the stage I analysis are consistent with devices having a short implantation time, iatrogenic damage, and impingement. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a low oxidation level of the insert (oi < 1) and mechanical properties consistent with this level of oxidation. Histology analysis demonstrated tissues composed of fibrous tissue and bone. Birefringent and metal particles were observed. One sample showed evidence of implant material that may have fragmented off the device during retrieval. Alval scores ranged from 2 to 6 for all tissues evaluated. The alval score would generally be considered low to moderate when compared with tissues from hip patients demonstrating device-material related tissue reaction (e.g., low 0-4; moderate = 5-8; high = 9-10)2; however, comparing these values to campbell, 2010 is limited because the original scoring system is not intended for use in the spine. Batch history review because the batch of the pe- inlay (sw965) is further on unknown, a batch history review is not possible. The manufacturing documents of the other components (sw981k / sw986k) has been checked and found to be according to specification valid during the time of production. There are no further complaints with the known lots at hand. Conclusion and root cause: the root cause for the problem is most probably usage and / or patient related. Rationale: because there is only minor information available, a definitive root cause analysis is not possible. Following causes are possible: · wrong system configuration selected by the user. · wrong implant size chosen by the user. · end plate formed too strong by the user. · design layout unsuitable. · inadequate patient behaviour. The investigation at "exponent" did not reveal any relevant product deviations. A material defect or manufacturing error can be excluded. Corrective action: according to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.

Event description:
Additional involved component: received on 25th february 2020: 9610612-2020-00050, (400464988 sw965). Associated medwatch report: 9610612-2019-00932, (400410431 sw986k).

Manufacturer narrative:
General information: preliminary investigation - batch history review: because the lot number is unknown, a batch history review is not possible. Conclusion and root cause: due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user, wrong implant size chosen by the user, end plate formed to strong by the user, design layout unsuitable, inadequate patient behaviour. According to sa-de13-m-4-2-04-000-0 there is no CAPA necessary. Summary of exponent (third party) evaluation: retrieval analysis- components were received and sterilized; identified as 2 endplates and 1 polyethylene inlay. Lot numbers were as follows: superior endplate - 52165757, inferior endplate 5181291, and inlay unknown. Surface assessment: both endplates showed signs of iatrogenic damage. The backside surface of endplates had remnants of bone; all 3 components had evidence of impingement. Mating marks consistent with impingement were observed. Matching marks and multidirectional scratches were observed on the articulating and backside surfaces of the inlay, and the inlay was discolored. Dimensional analysis: the differences between the drawing measurements and the retrieved inlay was measured to be within the manufacturing tolerance per aesculap drawing. Summary and conclusions: stage I through iii analysis was completed for the retrieved devices. The articulating surface of the inserts had evidence of matching marks and multidirectional scratches. All 3 components had evidence of damage consistent with impingement. Overall the results of the stage I analysis are consistent with devices having short implantation time, iatrogenic damage, and impingement. Stage iii analysis was conducted to assess the condition of the insert; a low oxidation level of the insert and mechanical properties consistent with this level of oxidation. Histology analysis demonstrated tissues composed of fibrous tissue and bone. Birefringent and metal particles were observed. One sample showed evidence of implant material that may have fragmented off the device during retrieval. Alval scores ranged from 2 to 6 for all tissues evaluated. The alval score would generally be considered low to moderate when compared with tissues from hip patients demonstrating device-material related tissue reaction; however, comparing these lvalues to campbell, 2010 is limited because the original scoring system is not intended for use in the spine.

Event description:
It was reported that there was an issue with activ l plate . Following information was reported: the patient was originally implanted on (B)(6) 2016 at l5/s1; the primary diagnoses had been stenosis. Surgeon attempted multiple joint injections, with pain subsiding but then returned. The reason for revision was due to patient complaints of pain in facet joints. The patient activity level had been reported as "moderate". On (B)(6) 2018, the surgical site description was noted as normal and healthy, without signs of debris or osteolysis. The endplates were "normal". Device was removed using aesculap removal instruments and osteotomes. No complications occurred during removal. The device looked "good" according to surgeon. There was some damage to activl implants during removal when using osteotomes. Revision treatment: fusion. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00932 ((B)(4) sw986k).